Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced nausea, lethargy, and a headache. The cgm was reading 129 mg/dl and the bg meter was reading 383 mg/dl. The patient¿s mother called his endocrinologist, who advised them to go to the hospital. The hospital treated the patient with insulin and an IV for ¿at least a day¿ (medication provided to the patient could not be recalled by the parent). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.